Manufacturer narrative:
(B)(4). The patient experienced no bacterial growth peritonitis manifested by cloudy peritoneal fluid further described as slightly hazy in appearance (previously reported as cloudy effluent). It was not reported if the patient was hospitalized (previously reported as hospitalized). The patient was treated with intraperitoneal (ip) vancomycin (1.5g depending on levels) and gentamicin daily (40mg for 7 days, frequency not reported).

Event description:
It was reported that a patient experienced cloudy effluent consistent with peritonitis, coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event. The cause of the event is unknown. The patient was treated with intraperitoneal (ip) vancomycin (dose, frequency, and duration not reported) and ip gentamicin (dose, frequency, and duration not reported). At the time of this report, the patient was recovered from the event and peritoneal effluent is clear. The action taken with dianeal therapy was not reported. Additional information is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).